Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing and prn fell off during the flush. The following information was provided by the initial reporter, translated from chinese to english: "after the infusion on the second day of catheterization, the nurse was flushing and sealing the indwelling needle and the extension tube and the prn were fallen off."

Manufacturer narrative:
H6: investigation summary a device history review could not be completed as no batch number was provided. This complaint does not provide product batch information, so it is impossible to check production records and retain samples for testing; the defect picture showed the sleeve stopper fail off from the prn and the extension tubing fail off. No defect samples were returned, and the possible cause of the complaint defect could not be analyzed. Therefore, the possible cause of this complaint defect cannot be identified, and the factory will continue to pay attention to this kind of defect complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing and prn fell off during the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the infusion on the second day of catheterization, the nurse was flushing and sealing the indwelling needle and the extension tube and the prn were fallen off."